Event description:
On 12/2/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. The pt reported pain at the time of ambulation, but no other complications were documented at that time. Eight days later (12/10/1998) the pt experienced slight oozing from the puncture site. The pt then presented with symptoms of claudication approx time nine days following device deployment (12/11/1998). An ultrasound was performed at that time which identified an occlusion of the right superficial femoral artery. On 12/16/1998 the pt was taken to surgery where the vessel was repaired. As of 1/18/1998 there has been no report to the MFR of further complication or additional pt sequelae.